Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient. The patient did not seem to know what device they had for the trial. It was reported that the patient had a trial evaluation but it did not work and did not help their symptoms. It was reported that the health care professional (hcp) tried to put it in but was only able to get 1 wire in their back because it would not go in. It was noted that 2 wires were attempted but only 1 wire was able to be implanted. The patient monitored it for a while but it did not work. The patient did not feel any ¿shocking¿ stimulation sensation. Per the patient their trial procedure had to have been before (B)(6) and they thought it was in (B)(6). The patient was planning on undergoing the advanced evaluation on the (B)(6). It was reported that an advanced evaluation was scheduled for (B)(6) 2017 but the patient reported it was rescheduled to (B)(6) 2017. It was noted that the patient had previously had 2 surgeries. One for a tummy tuck in (B)(6) and the other for a hernia. No further complications were reported.